Event description:
A malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, received instructions on performing a pump reset, and was advised to continue using the pump. The customer was told to call back if the malfunction code recurred, and they acknowledged this guidance.